Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured a driveline power fault alarm on (B)(6) 2025 correlating to the system¿s power-b line. An intermittent power-a line fault began at 00:08:08 and escalated to a driveline power fault alarm at 06:33:56. The alarm remained active until the end of the log file at 12:44:27. The observed alarm within the log file did not prevent the system from operating as intended. The system controller (serial number (B)(6) was not returned for further testing. The alarm cleared after the modular cable and system controller were exchanged. All relevant information relating to the controller for this complaint was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the hospital due a driveline power fault alarm on the controller with a yellow wrench alarm. Log files were retrieved and confirmed the alarm. The modular cable was completely taped with rescue tape, due to ruptured outer layer of the modular cable. The modular cable was replaced, and the controller was exchanged. The exchange resolved the alarm. Patient was sent home.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.